Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during implant the right ventricular lead exhibited sensing variation in multiple locations. The lead was replaced.

Manufacturer narrative:
(B)(4).